Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing could not be performed because the device would not turn on. A data log could not be downloaded. The receiver case was opened for further evaluation. An internal inspection found the moisture detection sticker activated. The reported event of an initializing screen without manual restart could not be confirmed due moisture damage. A root cause could not be determined.